Manufacturer narrative:
Block h6: device problem code 1261 captures the reportable event of device material fragmentation. Block h10: a small fragmen of the seal biopsy valve was returned; however, the rest of the device was not returned for analysis. It is assumed that the returned fragment is the piece that was reportedly found in the scope after the procedure. Based on the available information and reported event, it is likely that handling and device conditions during procedure may have contributed to this event. The adverse event occurred during the procedure and the device had no influence on the event; therefore, the most probable cause of the reported event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonscopy procedure performed on (B)(6) 2020. According to the complainant, it was noted that a piece of the biopsy cap was missing. The procedure was completed using the orignal seal biopsy valve. Reportedly, the missing piece was found during scope cleaning and was removed using a brush. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, it was noted that a piece of the biopsy cap was missing. The procedure was completed using the original seal biopsy valve. Reportedly, the missing piece was found during scope cleaning and was removed using a brush. There was no serious injury nor adverse patient effects reported as a result of this event.